Manufacturer narrative:
(B)(4). This report is 2 of 2 events for the same patient with similar event details. Related complaint: (B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, a dexcom sales representative called into technical support to inquire about the appropriate process for reporting adverse events. The dexcom representative was notified by a healthcare provider that ¿two adverse events resulted in seizures¿. Otherwise, no further event details were provided, including any identifying patient information, information of how the cgm was behaving prior to the patient¿s seizure, or treatment details. Dexcom attempted to reach back out to the dexcom employee for further information and the dexcom employee stated she had no other information to provide and that she had reached out to the healthcare provider for more details but had not received a response back. Therefore, no other patient or event details were available. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.